Event description:
Epidural solution volume setting less than actual amount in bag. The bag ran dry before alarm sounded. Air in the line. The "air in line" alarm was off. Air was pumped through the line. The alarm that triggered investigation was the "downstream occlusion" alarm. This pump arrived from the co with the air-in-line alarm off. They were unaware of this fact.